Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the black box showed the user manually cleared the basal rate. A clearing basal alert was recorded. The pump boots on to the verify screen with no issues. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a one unit per hour basal program. No clearing of the basal program was duplicated during this time. No hypersensitive or stuck keys were found on the keypad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue): the patient alleges receving a message on the pump about the basal rates, there are none in there now and patient does not think it was done it by accident. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an error in the basal rate to lead to a blood glucose excursion.